Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message on the same day of applying the adc freestyle libre sensor. The customer was unable to test blood glucose level and experienced diabetic ketoacidosis (dka). The customer received an unspecified treatment from a healthcare professional and visited a&e for ¿insulin and fluids¿. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating factory state). The sensor plug was properly seated in the mount. Visual inspection of the sensor tail has been performed and a watermark was present. Activated the sensor with good known reader and ranges were within specification. Removed the sensor plug and inspected the plug assembly and determined the sensor tail had not been properly inserted indicating improper assembly. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a sensor error message on the same day of applying the adc freestyle libre sensor. The customer was unable to test blood glucose level and experienced diabetic ketoacidosis (dka). The customer received an unspecified treatment from a healthcare professional and visited a&e for ¿insulin and fluids¿. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.